Manufacturer narrative:
6/12/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a colectomy procedure, the staples did not form properly. The surgeon applied another device without pt injury.